Manufacturer narrative:
The manufacturer is still waiting for the arrival of the pump.

Event description:
The user reported that the pump was free-flowing when it was turned off. No patient was harmed in this case.

Manufacturer narrative:
The user-reported issue was not confirmed. The device was found to have a flow rate accuracy of -3.28%, which was within the +/-5% specification. It was found to have a battery outside of warranty which was not related to the reported issue. The device was tested to meet all specifications on 07/14/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00229).